Event description:
It was reported that within four days post implant the right ventricular (rv) lead had no capture and there was bleeding at the side. The patient also reported having terrible chest pain. A test was ordered and it was concluded that the rv lead had punctured the heart and was causing bleeding. The rv lead had unacceptable thresholds and the punctured heart caused a pleural effusion. The rv lead was explanted and a new rv lead was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and tissue on helix.